Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect behavior - stance phase resistance is too low: it has lost resistance again and she fell and broke her wrist. My patient t.b. Went into a c leg (B)(6) 2022, sn (B)(4). She did great in it till the summer. It lost resistance and she fell, fracturing her hip. She had to be out of her leg for 6-8 weeks. We sent the knee in and service said "error = air in hydraulic system caused a loss of function" and a reprocessed hydraulic unit was put in. Patient then did great, till last week. It has lost resistance again and she fell and broke her wrist. She is very frustrated. She is a long time user (previously a plie) and had no falls prior to these. She doesn't want a repurposed unit to be put in again and has had 2 major issues within the first year of getting her knee. (See also manufacturer report number 600670030 from 31.08.2022: no information concerning fall & broken hip received by manufacturer).

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.